Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the battery door were cracked. A review of the event history log identified force sensor bridge test error. During the functional testing the force sensor bridge test error was found at power up and unable to calibrate the force sensor. The root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly, plunger tube and plunger cable. Performed occlusion test and all functional tests which passed. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump has a problem with the force sensor. No patient injury was reported.